Manufacturer narrative:
Generating supplemental emdr due to charger being reported in error. The charger was fully functional and was able to charge a battery.

Event description:
Generating supplemental emdr due to charger being reported in error. The charger was fully functional and was able to charge a battery.

Manufacturer narrative:
Device evaluation of charger has been completed. The reported problem (bent pins) has been confirmed. As received, the charger was able to power on but the battery connector was damaged. The cause was isolated to bent pins in the battery connector. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had bent pins.